Event description:
The crna communicated that they had put the patient to sleep and he was in a supine position. Approximately 5-10 minutes after he was put to sleep, his blood pressure dropped to 60/40. The patient was treated with ephedrine and neosynephrine for the low blood pressure. They obtained another monitor and re-took his blood pressure and this time it read 240/140. The outcome was good but the blood pressure cup from the initial monitoring system was malfunctioning. The staff treated the high blood pressure by turning up the inhalation agent. The initial monitor was removed and turned over to the biomed department because it registered the patient's blood pressure as being low when it really was not low at all. The patient received un-needed medication.